Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with complaints of chest pain and was subsequently diagnosed as silent ischemia and cardiac catheterization was recommended. The target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 70% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x12mm study stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).